Event description:
Revised for increasing pain and decreased movement in the right shoulder. The patient suffers from rheumatoid arthritis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. It was reported the patient has rheumatoid arthritis and the reason for revision was pain. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.